Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed the tcmid:07 (coolant temp high) error message was confirmed during functional testing and event log review. The root cause of the reported complaint was a dirty coolant screen that blocked coolant circulation. The event log review indicated the occurrence of tcmid:07 error, confirming the reported complaint. The thermogard system passed the functional testing with no errors. However, upon internal inspection, a dirty coolant screen was observed, blocking coolant circulation. The coolant screen was cleaned to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) displayed tcmid:07 (coolant temp high) error message. The customer used another thermogard system to continue the therapy. The customer provided no further information. No consequences or impacts on the patient.